Manufacturer narrative:
G4:09dec2020, b4:09dec2020 . The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the biomed to perform a full performance verification test to help diagnose the issue. The customer returned a call to the philips rse and advised this issue was determined to be a user issue as they forgot to plug in a piece for the test lung. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03nov2020.

Event description:
It was reported to philips that after upgrading software and adding hft option, the biomed was doing a preop check and the unit was alarming low leak c02 rebreathing. The device was not in clinical use at the time of the event. This issue occurred during testing of the device. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the biomed to perform a full performance verification test to help diagnose the issue.